Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the hospital due to a sudden driveline communication fault in the morning with yellow wrench led and intermittent beep. The patient could not name the root cause. No further issues were mentioned. The patient was admitted to the outpatient clinic where log files were downloaded, and the alarm was cleared. Inspecting the driveline showed an affected outer layer of the modular cable in one area where the layer seemed to be pushed together. Manipulating this area brought the driveline communication fault directly back on the display and the alarm was cleared again. The area was again manipulated, and the alarm came back directly. Additionally, there was also a strong kink in the area when getting the components out of the bag. It was suspected that this strong kink on the modular cable increased the resistance inside the communication phases and led to the driveline communication fault alarm. A decision was made to exchange the modular cable and along with the controller. The alarm disappeared and since it stayed away 1 hour later, the patient was discharged.

Manufacturer narrative:
Section d4: lot number, expiration date, and primary UDI number - added. Section h4 - device manufacture date - added. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the issue was isolated to be caused by the modular cable only.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a kinked modular cable was confirmed via testing of the returned product. The reported event of driveline communication faults was confirmed via log file review. Submitted log files revealed on 18oct2024 at 07:35:29 a driveline communication fault activates due to a com_b_fault. This alarm remains active for the remaining duration of the log file. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The returned modular cable (lot number 6747156) was functionally tested alongside a mock loop, a test controller, and known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate modular cable, lot number 6747156, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.